Manufacturer narrative:
(B)(4). Complaint conclusion: during a percutaneous transluminal angioplasty (pta), pressure could not be applied to a saber balloon catheter (bc). Therefore it was removed from the patient¿s body intact and a leakage from its shaft was confirmed. Therefore it was replaced with another saber; however pressure could not be applied to this one either and a leakage was confirmed from its shaft as well. The procedure was completed with the second balloon by applying pressure repeatedly. The procedure finished successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The target lesion was the shunt. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintaining negative pressure. No additional information is available. One product was returned for analysis and one was not returned for analysis. (B)(4) one non-sterile unit of saber 5 mm x 4 cm 90 cm bc was returned. The balloon did not appear to have been inflated and no anomalies or damages were noted on the device. Per functional analysis a leak test was performed successfully and no leaks were noted. A device history record (DHR) review of lot 17583524 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft- leakage¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The second reported device could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The exact cause of the reported event could not be determined. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Event description:
During a percutaneous transluminal angioplasty (pta), it was reported that pressure could not be applied to a saber balloon catheter.  So it was removed from the patient¿s body intact and a leakage from its shaft was confirmed. Therefore it was replaced with another saber, however pressure could not be applied to this one either and a leakage was confirmed from its shaft as well. The procedure was completed with the second balloon by applying pressure repeatedly. The procedure finished successfully. There was no reported patient injury. The first balloon will be returned for analysis. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintaining negative pressure.   No additional information is available.